Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the customer successfully reset it without the malfunction recurring. The customer was advised to continue using the pump and to call back if any further malfunctions occur.